Event description:
On (B)(6) 2013, it was reported that this patient had a full revision on (B)(6) 2013. The explanted devices are not expected for return.

Event description:
It was reported that high impedance was observed on device diagnostics. The patient was referred to surgery. It is unknown if there was any trauma or patient manipulation that caused or contributed to the high impedance. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Information was received indicating that the generator implanted on the left vagus nerve was explanted and discarded per hospital policy. The suspect lead remains implanted. No additional relevant information has been received to date.

Event description:
Information was received indicating that when the patient underwent a full replacement, the suspect lead and associated generator were not explanted; but rather, the generator was disabled, and a new generator and lead were implanted on the right vagus nerve. This information was not known at the time of the previous report as the implant form received did not have a field for "explanted device information" and thus it would not have been known that the suspect lead and associated generator were not explanted as explanted device information was not typically provided on implant forms. The suspect lead has not been explanted to date. No additional relevant information has been received to date.